Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: j0406540v, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-feb-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported their device was not working as efficiently as it used to. Asked for event date. Pt said it was a slow progression. Pt thought the root cause was the issue with leads. The p said that the healthcare provider (hcp) who replaced the implant but told the pt that the leads would probably need to be changed because some reading were coming up confusing. Pt knew it all back in 2019 when it started to go. Pt turned up the levels and was able to help but they know it kills the battery faster too. Pt mentioned they had a lot of things going on too. Pt had a lot of unrelated surgeries in the last couple of years, 8 surgeries in 5 years. No further complications were reported.